Event description:
It was reported that during impaction of the center peg hole, the surgeon recognized a severe form of sclerotic bone. While performing the impaction, the impactor tip of the center peg punch broke. When impacting the final tibial component, this issues again occurred and led to a breakage of the tibial radel impactor. There was a 5-15 mins surgical delay. No parts or pieces fell into the patient wound site. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: h3: the broken mobile bearing tibial radel impactor reported was likely the result of a stress riser introduced while impacting the tibial component into ¿a severe form of sclerotic bone,¿ which led to crack initiation, propagation, and ultimate fracture of the radel surface. The broken center peg punch was likely the result of both high impaction forces and the patient¿s hard bone, which led to crack initiation, propagation, and ultimate fracture of the peg punch tip. Section h11: the following sections have corrected information: h6: component code: 4722, shock absorber.